Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event 3 days after onset. The patient was treated with vancomycin (2 grams, frequency and route not reported), fortum (1 gram), tobramycin (40 mg, frequency and route not reported), and heparin (2500 units, frequency and route not reported) for peritonitis. The patient was recovering from the event at the time of the report. Dianeal therapy was ongoing. No additional information is available.